Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 425 mg/dl. Customer experienced high blood glucose on (B)(6) 2016. The customer was treated for high blood glucose with her pump using boluses. Customer was taking prednisone medication for her asthma which caused her high blood glucose to occur. Customer declined to troubleshoot for high blood glucose incident. Customer was assisted with programming basal rates, bolus wizard, fixed prime, meter ID, max bolus and max basal. Customer was explained how the bolus wizard feature works on the pump.